Event description:
The customer reported that while monitoring a pt during transport, the device rebooted three times. The pt expired.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.